Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on boot loop. A field service engineer (fse) addressed a refrigerator display issue that was looping and not showing temperature by replacing the sd card, which initially allowed calibration and data entry before the issue persisted, then replaced the display screen and ic3 board with no resolution, and ultimately used a usb calibration method that completed after two cycles and restored normal display operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was stuck on constant boot loop. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.